Event description:
A surgeon reported that a patient experienced a radial tear in the capsule during a laser assisted cataract with intraocular lens implant procedure. The patient was taken to the operating room where the surgeon made a secondary incision with a 1.1 millimeter blade with no issues. An anesthetic injection along with an ophthalmic viscosurgical device (ovd) were injected into the eye. When the surgeon went in the eye to remove the capsule, he could not find it and picked around the cortex to see if it was there. After phaco, a radial tear was noted around the 1 o'clock position which was about a clock hour wide. The surgeon then cautiously irrigated and aspirated removing all remaining cortex. He then implanted an intraocular lens with no issues and irrigated and aspirated again. The incisions were sealed and the surgery was completed with no further harm to the patient. After the procedure, the surgeon stated that there was possibly a tag after the laser assisted portion of the surgery and when he injected the ovd the flap floated away with the tag still attached creating the radial tear.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).